Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - nail head elements: rafn spiral blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, patient with a retrograde femoral nail got contacted that the patient has shown signs of fever and family has said a possible family history of metal allergy. Patient is affected. This complaint involves unknown number of devices. This report is for (1) unk - nail head elements: rafn spiral blade. This report is 2 of 4 (B)(4).